Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced high purge pressure during patient support. The pressure increases coincided with tissue plasminogen activator infusion. The staff was advised on the risks of unresolved high purge pressures and their effect on the pump and purge system. Care was withdrawn a couple days later and the pump was explanted.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03660 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).